Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to medical attention. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 20-dec-2021 - able to establish contact with customer's daughter who stated customer was not currently having any diabetic symptoms. No further medical attention was reported. Daughter stated she had bought a back up meter for customer and that it is testing fine at this time.

Event description:
Consumer reported complaint for error message (e-4). Daughter is calling on behalf of the customer. The customer feels well and did not report any symptoms. Daughter stated customer was taken to the hospital the day before due to a bad headache and being unable to a result from meter. Customer's blood glucose test result at the hospital was 497mg/dl non-fasting. Customer was diagnosed with and treated for hyperglycemia. No recommended changes were made to customer's medical treatment plan. During the call, a blood test was performed by the customer and produced e-4 error using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 10/25/2022 and open vial date is one month ago.